Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the rear response button was non-responsive. The cause for the inability to activate the device is the non-responsive rear response button. The cause for the nonresponsive rear response button is a defective switch. The root cause for the defective switch cannot be positive identified. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.